Event description:
A facility reported a certas valve was implanted on (B)(6) 2022. They first attempted to change the setting (unsuccessfully) on (B)(6) 2022. The valve was explanted on (B)(6) 2022. The patient experienced significant overdrainage symptoms for a prolonged period of time while they attempted to adjust the setting on numerous occasions.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects were noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the programing issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no programming issues were noted.